Manufacturer narrative:
The technician isolated the issue to the gas cylinder. He replaced the gas cylinder to repair the bed.

Event description:
Info received indicates the trend function on the stretcher will not work.